Event description:
It was reported that home health and hospice had been experiencing malfunctions with the bard foley catheters over the past couple of months with several patients. Two recent cases in home health that had caused after hours nurse visited to replace the catheters. Customer had noticed the balloon was not holding the 10ml of saline like it should and the drainage bags had been leaking. Prior to this year customer did not have any malfunctions that they could recall. Representative advised bard foley catheters undergo rigorous testing to ensure they remain inflated during insertion and should not deflate. Furthermore, there should be no instances of leakage with the urinary drainage bags.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, wire pressing technique, stripping technique etc. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that home health and hospice had been experiencing malfunctions with the bard foley catheters over the past couple of months with several patients. Two recent cases in home health that had caused after hours nurse visited to replace the catheters. Customer had noticed the balloon was not holding the 10ml of saline like it should and the drainage bags had been leaking. Prior to this year customer did not have any malfunctions that they could recall. Representative advised bard foley catheters undergo rigorous testing to ensure they remain inflated during insertion and should not deflate. Furthermore, there should be no instances of leakage with the urinary drainage bags.